Event description:
It was reported that before a sleeve gastrectomy procedure, opened the packing and noted the manual override door was missing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/11/24. D4: batch #unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number c9eg4x, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 12/4/2024. D4 batch #874c09. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and no reload present. Upon visual inspection, the manual override door was noted missing; however, the bailout system was not activated. No damage was found on the bailout window. As additional testing, the bailout door was reset, and then the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples met the staple release criteria. In addition, photos were provided and they showed the plee60a device without a bailout door. No conclusion could be reached on the cause of the reported event as the packaging had already been opened and not returned for analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing record evaluation was performed finished device batch number 874c09 and identified a (B)(4) related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution.